Manufacturer narrative:
Evaluation and service of device pending.

Event description:
The manufacturers service technician was unable to duplicate the reported problem. The service technician replaced the gas delivery system as a precaution to address the reported problem. Final applicable testing was completed with no further fault reported.

Manufacturer narrative:
(B)(4)

Event description:
The international customer reported the ventilator alarmed due to a pressure sensors failure. Review of the device diagnostic history noted a vent inop occurrence due to a data acquisition failure. As reported, failure of the pressure sensors may affect the accuracy of the system pressure measurement, which may result in a vent inop occurrence. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was not in use on a patient therefore there was no patient involvement or harm. Completion of device evaluation and service is pending.